Event description:
On (B)(6) 2014, a doctor's office had alleged that six (6) patients had experienced pain and sensitivity after placement of restorations using the herculite ultra product. This is the fifth of six (6) reports.

Manufacturer narrative:
Specific patient information such as age and weight was not provided. Although the doctor identified six (6) different lots associated with the sensitivity issues, the doctor could not verify which lot was used on any of the patients; therefore, no catalog numbers or lot numbers were identified in this report. The lots involved in the alleged incident include lot numbers 4887139 (catalog #34349), 4880077 (catalog #34776), 4444999 (catalog #34350), 4734549 (catalog #34448), and two (2) unknown lot numbers (catalog #34347 and #34348). The doctor removed and replaced the patient's restoration using a different product, without further incident. To date, the patient is doing fine. The product involved in the alleged incident was not returned. A visual and physical evaluation was performed on retained samples from the same lots for lot numbers 4887139, 4880077, and 4734549, yielding results within specifications. The lot number 4444999 was expired product; therefore, no further evaluation can be conducted.